Manufacturer narrative:
(B)(4).

Event description:
Procedure type: splenectomy. According to the reporter: the charge nurse explained that they have had issues with the plastic on our bags tearing and causing problems for the surgeons. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.